Event description:
It was reported that the patient was experiencing overstimulation and breakthrough pain despite attempts of reprogramming. It was also noted that the patient was charging the ipg frequently. Database analysis revealed no anomalies and that the ipg was working as expected. The patient underwent a procedure wherein the ipg was replaced.

Manufacturer narrative:
Sc-1200 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patient was experiencing overstimulation and breakthrough pain despite attempts of reprogramming. Database analysis revealed no anomalies and that the ipg was working as expected. The patient underwent a procedure wherein the ipg was replaced and was doing well postoperatively.